Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant date: explant surgery has not been confirmed.

Event description:
Healthcare professional reported left side rupture. No other information was provided.